Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted to the hospital due to red heart alarms and suspected pump end of life. Vent filters were submitted for analysis. Per additional information received on may 18, 2009, the patient had been experiencing red heart alarms every 15 minutes for a couple of hours while he was sleeping and connected to the power base unit. The patient exchanged his system controller, and switched to battery power; however, the red heart alarm occurred again. The patent was admitted to the hospital for evaluation, and while the patient was connected to the power base unit, the alarms occurred several hours later. The patient was placed on pneumatic support using a stroke volume limiter (svl) and drive console, and was taken to the or where his pump was exchanged for another lvad. The patient remains ongoing with the lvad.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation, and the suspected pump end of life was confirmed. Our vent filter analysis revealed traces of titanium consistent with lower main bearing wear. The pump was dynamically tested under no load conditions using a mock circulatory loop, and revealed higher than normal amounts of pump power consumption. Our evaluation of the pump assembly revealed wear that occurred to the internal components of the lower main bearing, which most likely occurred as a result of lubricant loss and allowed the rotor to come in contact with the commutator. This contact contributed to rotor drag, which resulted in high pump power consumption and led to reported pump end of life. Bearing wear issues have been addressed through the manufacturer's design change system and the new bearing design has been submitted in a PMA supplement for FDA review. No further information is available. The manufacturer is closing its file on this event.